Event description:
On (B)(6) 2015 broviac's 4.2 fr catheter was placed in infant with nephrotic syndrome. It was placed in the right chest area, through the right facial vein. A couple of days later exudation was observed. The exudation was becoming more intense during fluids introduction to the catheter. There was no sign of infection other than exudate. The microbiology testing proved presence of klebsiella pneumoniae. A new catheter was placed.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of infection was inconclusive. The returned product was one 4.2fr broviac catheter. This complaint regards a line infection, but the sample was also returned for a detached cuff which is addressed in complaint (B)(4) . Use residue was not visible on the sample. Clamping impressions were seen in the appropriate clamping area. The overall catheter length was 36.3cm. The facility electronically sent culture results regarding this sample, and the organism identified was klebsiella pneumoniae. Microscopic examination of the catheter did not reveal any damage or defects (aside from the aforementioned detached cuff) that would have contributed to an infection. Infusion through the catheter revealed it was patent to infusion with no leaks detected. Tactile evaluation of the catheter confirmed clamping impressions on the clamping oversleeve but did not reveal tensile weakness or other damage. A lot history review (lhr) of huyh1398 showed no other similar product complaint(s) from these lot numbers.